Event description:
It was reported effective therapy was never established since implant. An impedance check showed no anomalies, however, reprogramming could not provide resolution. The doctor plans to have the patient undergo a CT myelogram for further investigation. Regardless of the results, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.